Event description:
Implant was placed by dr, yet restored by another dentist. Crown was placed and broke off in implant. After removing broken crown, dr accientally stripped he threads of the implant. Implant was removed and replaced by another implant.